Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation results: the device was sent to the manufacturer for inspection "30 minutes after insertion it was damaged ", could be confirmed. As the electrode wire is thinned at the break location, the electrode got abrased by intensive use until the remaining wire cross section was too thin to resist the applied force. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during the procedure there was a problem with the bipolar loop, 30 minutes after insertion it was damaged". According to the investigation results: loop distal broken. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
" Due to an internal error, this MDR was submitted twice, resulting in a duplicate of MDR 9610617-2025-00732 ." The event is filed under internal karl storz complaint ID: (B)(4).